Event description:
Patient reported left side "ill health caused by prosthesis", "trauma", ¿twinges¿, ¿hair loss¿-(event is not device related) and ¿MRI reported folds, peri implant fluid and fibrous capsules without gadolinium enhancement¿, "flattened". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ill health caused by prosthesis", "trauma", ¿twinges¿, ¿hair loss", ¿peri implant fluid and fibrous capsules", "flattened".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, b6, d6a, g2, h6.

Event description:
Healthcare professional reported left side "erythema in the breast and local pain", "peri-implant liquid", and "signs of rotational deviation of the left breast implant". Healthcare professional additionally reported "a lot of arthralgia", which is not device-related.